Event description:
In 2000, the facility's o.r. Inventory coordinator informed the manufacturer's (MFR) sales representative the facility experienced a problem with a device; however, did not have any details on hand. A blank product complaint report (pcr) form was faxed to them for completion. Six days later, the MFR's sales representative informed the MFR that the info was still not provided: however, they were provided with what was thought to be type of device and physician's name. Six days later, the MFR received the pcr form with an explant record that states the following: "catheter had a large crack in it." Catalog/lot number, implant/event date, etc., was not available. The MFR's rep contacted the facility's o.r. Inventory coordinator to arrange return of the devcie for analysis. They informed the MFR's rep that this was all the info that was provided by the facility's nurse. The catalog/lot number of the device was still unknown. No further details are available at this time.